Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was having MRI which was due to a problem with ins. Patient reported that she is scheduled for a revision surgery and needs to do an MRI and CT scan prior to that surgery. Patient said she was having a revision surgery because her left side did not work because when her ins was implanted, it was implanted "too forward to the right". Patient also reported that since she was implanted with her current ins, the right side of her stomach is still numb. No further patient symptoms or complications were reported in this event.